Event description:
On (B)(6) 2012, the distributor contacted animas and alleged that the pump has "does not recognize the cartridge." This complaint is being reported as the alleged malfunction may affect insulin delivery. There is no allegation of an adverse event related to this complaint.

Manufacturer narrative:
Device evaluation: the pump was returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: review of the black box confirmed one "no cartridge detected" and "loss of prime" due zero force warnings on the first days of use of the pump. During the 4th "load" step attempt, the pump failed to recognize the cartridge giving a "no cartridge detected" alarm. Force sensor calibration reading found within specification. The pump was opened, a misaligned analog multiplexer used in the force sensor circuit was found on the printed circuit board. No other damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).